Event description:
It was reported that, a red alert was triggered for high shock impedance in this right ventricular (rv) lead and since then, it continued to gradually rise. Now the shock impedances are stable close to 140 ohms. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.